Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver display for transmitter battery status was displaying "---". No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. Voltage testing was performed and it was observed that the transmitter had no voltage. The complaint could not be confirmed because the transmitter had no voltage. A root cause could not be determined.